Event description:
It was reported that pump displayed recurring malfunction code malf 12 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment with updated software, confirmed shipping details, and set delivery to require signature. Technical support instructed customer to place problematic pump into storage mode, return it within 10 days using provided materials, and then program pump settings and connect cgm on replacement pump, all of which customer understood and acknowledged.